Event description:
As reported by the user facility: it took 7 minutes to load and program a b braun pump in a traumatic cardiac arrest patient in the tru. The lack of preprogrammed epinephrine dose and the b braun locking mechanism delayed critical interventions including time getting to the operating room. This patient ultimately died in the operating room.